Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. The device received was with paint chipping, scratches and stains throughout enclosure due to general wear and tear. A crack was found under enclosure next to elbow drain fitting. There was also a worn and faded line cord and old-style pcb. The tank cover was cracked at the corner screw areas. The pole clamp was also damaged. The heater had corrosion where the thermistor sits and the pump was found to be noisy. The reservoir was filled with water to test the device and the water leak was confirmed at the tank cover. The cause of the issue are cracks at the bottom left hand corner of the tank cover near screw holes. The issue is caused by customer. No action was taken due to the age and condition of the device. The device is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that a smiths medical level 1 hotline fluid warmer "leaks water". No adverse effects were reported.